Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be within the manufacturing specifications. No fault found with the device for the specified issue. Latch lock was replaced as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Additional contact: (B)(6). Dme coordinator - supervisor.

Event description:
Information was received indicating that a smiths medical cadd solis vip failed the flow test four times. This issue was an out of box failure and there was no patient involvement.